Manufacturer narrative:
Eval: the lead had all wires broken approx 20 cm from the stimulation end. No functional testing could be performed on the lead. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt rec'd a scs system on (B)(6) 2006. It was reported that the pt had progressive loss of stimulation for some time which could be remediated through reprogramming. About one month ago, all contacts were reading invalid. The lead and ipg were replaced. No further info is available at this time.